Manufacturer narrative:
Date of event: unknown. Medical device type is unknown. Unknown manufacturer, bd corporate facility used. Unknown catalog number. Unknown expiration date. Unknown lot number. Unknown unique identifier number. Initial reporter address 1 is unknown. Unknown manufacturing site, bd corporate facility used. PMA/510(k) unknown. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using an unspecified bd microtainer there was an occurrence of hemolysis.